Manufacturer narrative:
No information is available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation, and the customer's allegation was confirmed. Based on the investigation results, it is likely that the following led to the malfunction: the repair department's inspection confirmed that the product had a faulty cable connection. Therefore, it is likely that the image function did not function properly due to a poor cable connection and that "not recognized when connecting to the light source" occurred. However, a definitive root cause could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The camera head camera did not recognize the light lead, and there were no reports of patient harm.